Event description:
It was reported that during an ileus procedure, a squeak sound was heard and the device became non-functional. When the nurse cleaned and wiped the blade, the blade was broken. The broken piece was retrieved. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 5/19/2009. Information anticipated, but unavailable at this time.